Event description:
Report received from baxter states "during the night, the infusor leaked and the drug came out. No patient injury was reported." Device contained 2.232mg 5fu and ns for a total fill volume of 220ml. Additional information received from reporter indicates the device "leaked the drug during the night (after 15 hours from the infusion start)."